Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator displayed an unresolved "xdcr fault" while in use with a patient. The customer reported that there was no patient harm or injury.